Event description:
The customer reported that the insulin pump alarmed motor error for the past six months. The blood glucose reading was 221mg/dl. Troubleshooting was performed, and the displacement test failed. The customer also stated that the drive support cap was protruded. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.